Event description:
It was reported that the patient faced event on (B)(6) 2026, where infusion set fell off during use. The issue occurred with three similar types of infusion sets used for few hours.

Manufacturer narrative:
Initial 2 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.